Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 08/15/2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked from the threads to the grip pad. Leak testing revealed a battery compartment leak. The pump was opened and no moisture damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.